Event description:
My story begins, I suffer from osteoporosis and my chiropractor had the foresight to do x-rays which revealed avn. A total hip replacement was the only option given. After the surgery when walking I began to have constant loud squeaking and popping which was audible over the phone, as well as a severe limp due to leg length difference. No mention was ever made as to the countless warning letters from the FDA. By the end of june and first week of july, I was hospitalized with phenomena for almost a week. My parents had to move in to help my wife a registered nurse take care of me. After a follow up with dr. Chambers, I was finally told that the hip had been recalled for just my above mentioned issues and more. My revision was in 2008 and dr. Corrected some of the lld by using a metal head and cup, because of the lld I keep falling and have totally dislocated the new hip once. The severe pain in my hip and down my left leg, and suffering from the past two years could have been avoided. Diagnosis or reason for use: avn-total hip replacement.